Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low blood glucose event and ongoing loss of communication between the pump and sensor. The event involved product(s) mmt-1884,unomedical,unk_reservoir,mmt-7841zn,unk_sensor . The customer reported that the pump had not been syncing with the sensor for approximately one week, requiring fingerstick testing, and that a low blood glucose event was recognized by a family member. Multiple attempts were made to contact the customer to complete troubleshooting and collect required information; however, the customer was advised to discontinue use of the serialized device, informed that the transmitter would be replaced. No further customer complications were reported. No product return is required for mmt-1884,unomedical,unk_reservoir,unk_sensor . Mmt-7841zn was expected to return.